Event description:
An oxygen nasal cannula sparked during portrait treatment causing a burn to the patients face. The portrait labeling contains a warning that states: "fire hazard. The device is an ignition source. Do not use in the presence of flammable anesthetics or oxidizing or bio-intestinal gases." The pt is being treated for the burn.